Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog was tested and found to be safe for use in the t:slim pump for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 400 mg/dl. An insulin injection and a infusion site change were used to address the high bg level. Reportedly, the cartridge had been used for 4-5 days. As the occlusion had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.